Manufacturer narrative:
Product analysis:at analysis it was determined that the ventricle encoder turns hard ( out of specification mechanical) and the hanger assembly was broken. All found defective parts were replaced and all other identified issues were resolved. The device then passed all final functional tests. If information is provided in the future, a supplemental report will be issued.

Event description:
The external pulse generator was returned to the company service department for preventative maintenance and subsequently tested out of specification during manufacturer's analysis. There was no patient involvement.